Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - ventralex (device #1). Additional emdrs were submitted to represent the bard/davol mesh - ventralex (device #2), the bard/davol mesh - dulex (device #3) and the bard/davol unknown pp mesh with adhesion barrier (device #4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex mesh (x2), dulex mesh, allomax graft and unknown pp mesh with adhesion barrier on (B)(6) 2009 and/or (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex mesh (x2), dulex mesh and unknown pp mesh with adhesion barrier. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.